Manufacturer narrative:
The field service engineer discovered a damaged rinse tube and he replaced the damaged tube. After service, the customer performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for two patients tested on a cobas 8000 c 702 module. The customer reported calcium qc was acceptable. The initial calcium results were not reported outside the laboratory. The customer performed repeat testing on the same analyzer as well as testing on a different cobas 8000 c 702 module for confirmation. On (B)(6) 2020, patient 1's initial calcium result was 7.6 mg/dl. The patient's first repeat calcium result on the same analyzer was 9.3 mg/dl, and the patient's second repeat calcium result on a different c 702 module was 9.2 mg/dl. On (B)(6) 2020, patient 2's initial calcium result was 3.6 mg/dl. The patient's first repeat calcium result on the same analyzer was 8.3 mg/dl, and the patient's second repeat calcium result on a different c 702 module was 8.1 mg/dl. The customer determined the first repeat results were correct for each patient. The calcium reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration, qc, and instrument alarm trace were not provided. The investigation determined that the issue found by the field service engineer was the root cause of the event.